Manufacturer narrative:
The liners were manufactured approximately 2 years apart by different operators. The inventory for both lots was fully distributed without other reports of this kind. There is no way to confirm that the foreign matter was inside the packaging prior to being opened. Both packages have dried blood inside the packages, which implies the items were opened and perhaps even attempted to be used. It is unlikely that two separate lots would both have contaminants inside the packages during the same procedure. The sterilization process was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The lots specified were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. (B)(4). Therefore, it is highly unlikely that the presence of the foreign material found in the packages would lead to infections or other bio-incompatibility if the devices had been implanted. Review of the device history records did not find deviations or anomalies. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that a hair was found in the packaging.